Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determine. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo right coronary artery. The lesion was serially pre-dilated with 1.5x12mm and a 2.0x12mm minitrek balloons at 8 atmospheres (atms). Once lesion was stented with a 3.0x28mm xience xpedition at 10 atms, a dissection was noted at the distal end while removing stent delivery system. The dissection was treated with a 3.0x28mm xience xpedition. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.